Manufacturer narrative:
Follow-up # 1 (04/20/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on her one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information the patient mentioned that she noticed the alleged erratic readings on (B)(6) 2011. She tested her blood glucose, before breakfast and obtained the following results: 350 mg/dl, 220 mg/dl and 1160 mg/dl. She did not exhibit any symptoms at the time of testing. On (B)(6) 2011, she had the obtained the following back to back readings: 280 mg/dl, 250 mg/dl and 160mg/dl. A few minutes after testing, she exhibited trembling and could not see properly. Her nurse then treated her with 2 sugars and a glass of "orangina" at around 7:00am and then she ate breakfast at 9:00 am and felt better soon after eating. The patient did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. The patient does not take any diabetes medication at this time; however, takes 10 medications for her heart. A normal reading for the patient is around 83 mg/dl. Patient did not have the vial of test strips anymore or the control solution; therefore a quality control test was not done. Meter was replaced and requested back. The complaint is being reported since the patient alleged that after obtaining erratic high readings, she developed symptom suggestive of a serious injury and had to be treated with food.